Event description:
Orthodontist stated that the brackets, along with the archwire, detached from the patient's teeth because of an adhesive-bond failure which he attributed to the etchant/primer. As a result, the archwire lodged in the patient's throat. Patient was taken to an accident & emergency hospital where the archwire was removed.